Event description:
The procedure was to treat a non-tortuous, non-calcified, 75% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. Using a radial access site, pre-dilatation was performed with a trek 3.0x20 mm balloon catheter. The 3.0x28 mm device was introduced through the lesion and the implant was deployed at 16 atmospheres (atm). After implantation, while trying to retrieve the deflated delivery system balloon, it got stuck inside the lesion. After several tries, the delivery system balloon was successfully retrieved. However, as the physician was not sure if the implant struts were damaged because of the delivery system balloon, a drug eluting stent was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The implant remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.